Event description:
In the literature article named ¿treatment of tibia malunion with circular external fixation", it was reported that, while using the taylor spatial frame, the patient developed nerve irritation from a transfixion wire that coursed near his superficial peroneal nerve over the anterolateral distal tibia after tripping and banging the distal ring of his frame against a solid object. The event was resolved with removal of this wire. Since excess fixation had been placed, it was possible to remove the wire in the office without affecting the stability of the frame.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this article details that a 33-year-old man was treated for a right ankle deformity. Treatment options included a medial closing wedge osteotomy, a lateral opening wedge osteotomy, computer-assisted gradual correction using a circular ring external fixator with s&n taylor spatial frame. The article reports that the patient developed some nerve irritation from a transfixion wire that coursed near his superficial peroneal nerve over the anterolateral distal tibia after tripping and banging the distal ring of his frame against a solid object. It was communicated via e-mail that this was not a mal-performance of the device, but the result of the wire placement. Per e-mail communication, ¿there were no issues with the implants/device itself. This was a mechanical issue of the mal-positioned wire being too close to a nerve which most likely became inflamed and irritated when jarred by the banging of the frame.¿ the article states that his symptoms completely resolved with removal of this wire and it was possible to remove the wire in the office without affecting the stability of the frame. The article also notes that two weeks following the procedure the patient was ambulating longer distances with a single crutch and around his apartment with no assistive devices after just. After one month the patient was not using any assistive devices, it took the patient two months to complete his correction, and he wore the frame a total of 6 and a half months. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. Since no further harm is anticipated, no further medical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.